Event description:
Leica biosystems received a complaint that a processing run started in retort b on (B)(6) 2014 had failed prior to completion. The complainant reported that the instrument could not fill from any of the reagent bottles designated for ethanol; and that the tissue samples from the failed processing run were comprised because they had "dried out during processing". On (B)(6) 2014, leica biosystems received information that all tissue samples from the failed processing run were diagnosable.